Manufacturer narrative:
The investigation for the reported difficult to remove and subsequent bleeding issues has been completed. According to the clinical, the dissection/bleeding event occurred likely due to closure device failure. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the vascular damage-peripheral vessels issue was use related. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the general patient care considerations, entering cardiac output, potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿, sections. Added- b5 mso review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The patient expired in the procedure area. However, the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is no association between impella use and outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was weaned and removed. Sheath was pulled and angiogram performed of post closure, with pre-existing pro-glides revealed unsuccessful closure. Multiple attempts were made but closure was unsuccessful. During placement of self-expanding stent proximally for dissection the patient became hypotensive and ventricular tachy-arrhythmias ensued. Post angiogram showed successful hemostasis. After 40-50 minutes of advanced cardiovascular life support patient passed away. The death was not related to impella as per the physician. It was further reported that during the case a less than a golf ball sized hematoma was noted. One unit of blood was given to address the issue.